Manufacturer narrative:
It was indicated the device would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that in (B)(6) 2015, the shock impedance measurements on this right ventricular (rv) lead and device began to increase. Four months later, the shock impedance measurements were out of range. As a result, the device was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.